Manufacturer narrative:
Additional information: a5a, a5b, b2, b5, d10, e1(first name, last name, facility name, street1, city, region, postal code), e3, e4(email), g1(MFR contact first name, last name, street1, MFR city, region, postal code, email, phone number), g3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mental pain, pain/suffering, disability, impairment, loss of enjoyment of life, abdominal pain, hernia recurrence, adhesions, bowel obstruction, mesh migration, and mesh contraction. Post-operative patient treatment included revision surgery and mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli10: the patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mental pain, pain/suffering, disability, impairment, loss of enjoyment of life, abdominal pain, hernia recurrence, adhesions, bowel obstruction, mesh migration, infection, hematoma, inflammation, perforation, ascites, scarring, renal failure, respiratory failure, and mesh contraction. Post-operative patient treatment included anastomosis, bowel resection, laparotomy, lysis of adhesions, repair of small bowel perforation, revision surgery, mesh removal, medication, and hernia repair with new mesh. Pli20: the patient¿s attorney alleged a deficiency against the device. The product was used fortherapeutic treatment of a hernia. It was reported that after implant, the patient experienced mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, abdominal pain, hernia recurrence, adhesions, bowel obstruction, mesh migration, and mesh contraction. Post-operative patient treatment included revision surgery and mesh removal. Concomitant therapy: tvetenstrand, lot#orsos, (B)(4).

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental pain, pain/suffering, disability, impairment, loss of enjoyment of life, abdominal pain, hernia recurrence, adhesions, bowel obstruction, mesh migration, infection, hematoma, inflammation, perforation, ascites, scarring, acute renal failure, respiratory failure, mesh contraction, labs abnormal for creatinine; albumin; crp; hemoglobin; hematocrit; platelets; wbc; calcium; potassium; protein; phosphorous, low lung volumes with retrocardiac consolidation, gaseous distention, staph, atelectasis, intravascular volume depletion, tachycardia, sepsis, fullness at hernia, chills, nausea, constipation, & abdominal discomfort. Post-operative patient treatment included anastomosis, bowel resection, laparotomy, lysis of adhesions, repair of small bowel perforation, revision surgery, mesh removal, medication, hernia repair with new mesh, CT scan, x-ray, intubated, ccu, gastrostomy tube placement, PICC line placement, nasogastric tube, volume resuscitation with IV fluids, IV medication for pain, sedation, use of abdominal binder, tpn, IV antibiotics, hospitalization, posterior separation of components via transverses abdominis release, PICC line placement with fluoroscopy guidance, & enemas.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: labs abnormal for creatinine; albumin; crp; hemoglobin; hematocrit; platelets; wbc; phosphorous, low lung volumes with retrocardiac consolidation, atelectasis, intravascular volume depletion). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre- and post-op diagnosis: unavailable- no op-report. Name of procedure: unavailable- no op-report. Other relevant history: claimant has had a surgical revision; chronic abdominal pain; mesh migration; mesh contraction; intestinal blockage; adhesion. Concomitant therapy: tvetenstrand, lot#orsos, ref#344003.